Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the lubri-sil foley catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that on may 9th and may 11th the patient faced three separate occasions with the foley catheter pulled out. On inspection of the balloons of the 14 fr latex free catheter, the balloons were ruptured open. After consultation with urologist the patient recommended to use 14 fr silicone foley which was well inserted.